Event description:
It was reported the patient had a sudden loss of stimulation and therapeutic effect. The patient experienced the loss of therapy one day after undergoing surgery and was to be hospitalized to check the deep brain stimulation system. The cause of the event was determined to be monopolar electro conversion used during surgery. No troubleshooting or actions were taken. Impedances of electrode pair c-0 was measured to be 2107 ohms. The patient was doing fine and they were released from the hospital after two days.

Manufacturer narrative:
(B)(4).